Event description:
It was reported, the patient was experiencing ineffective therapy and pain at the ipg site due to weight loss. A lead diagnosis was performed and revealed high impedances across both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.